Event description:
It was reported the patient saw a power on reset (por) message on their programmer and recharger. The patient was having a ¿serious issue¿ with the stimulator. About two days prior, the ¿ins turned off.¿ the patient attempted to charge the following night and saw the por message. The por was cleared on the recharger and the device was charged past half. It was noted the patient was at the casino the night prior to the device turning off. It was further stated the patient needed programming so their adaptive stimulation could be added back in to their settings. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).